Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The patient had been implanted for 22 months and reported significant weight loss during this time, causing the cls to become more superficial, which contributed to the reported pain. An explant procedure was performed to resolve the reported event.

Manufacturer narrative:
The evoke scs system was discarded. The root cause of the reported pain at the cls implant site cannot be definitively determined; however, it was noted that the patient¿s significant weight loss may have contributed to the reported pain. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿